Event description:
It was reported the pt had microdiscectomy surgery to relieve leg and back pain and no longer needs the scs system. The ipg is causing irritation and discomfort to the pt. The ipg was explanted on (B)(6) 2013.

Manufacturer narrative:
A 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.